Event description:
Consumer reported that as he tried to activate the product, the package ruptured and sprayed contents into his wife's face and eyes, and interior of vehicle. This caused burning sensation to eyes and skin of wife. Flushed with water, she was reported as being ok. (B)(4).

Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.